Event description:
An international distributor reported a customer's AED is stating connect pads when pads are connected. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the device associated with this complaint has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
Upon return, the device was evaluated and underwent bench testing. The reported issue could not be confirmed. The AED operated as intended throughout testing.